Event description:
It was reported that, during internal fixation surgery with a retrograde nail, unsterilized zimmer reamers were used in the patient. When closing, it was noticed that the tray had never been ran through sterilization, because the indicators in the tray never turned. The physician had to explant the construct and wash out with 6 l; different nail and screws were implanted. This extended the surgery beyond 30 min.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the intraoperative nail exchange with replacement using a different nail (and screws) was likely due to human error/procedural variance. No clinical factors have been identified which would have contributed to the reported event and a malperformance of the implant cannot be supported. An increased risk of infection and/or possible patient dissatisfaction and additional/early medical and/or surgical intervention cannot be ruled out due to the subsequent intraoperative nail exchange (including rinsing with 6 liters placement of new nail/screws and resultant greater than 30-minute surgical extension) following the use of the unsterilized competitor instrumentation. However, no patient injury was reported at this time. The patient impact beyond the reported retrograde nail exchange after use of the unsterilized competitor instrumentation and the extended (>30 minute) surgical extension could not be determined. No further medical assessment can be rendered at this time. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and sterilization records review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include user/procedural error. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.